Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter stuck on guidewire occurred. During a below the knee percutaneous transluminal angioplasty (btk pta), a 150cm rubicon¿ 18 support catheter was used in conjunction with a 014 victory guidewire. However, the physician noticed that the victory guidewire was hard to rotate and handled so the physician removed the victory guidewire and replaced it with a non-bsc guidewire. After a few minutes, the non-bsc guidewire became hard to handle as well and could not be advanced through the rubicon¿ support catheter. The non-bsc guidewire and the rubicon¿ support catheter were removed together from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.